Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During in-house MRI-electromagnetic compatibility testing, the m104 generator was suspected of having an electronic circuit intermittent condition. Product analysis was performed on the generator. Analysis found the behavior during MRI-electromagnetic compatibility testing may be due to the observed intermittent connection between the positive feedthru wire and the silver polyimide connection of the discoidal capacitor. No visual anomalies were observed.